Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust stimulation. The status lights were assessed. The switch position was assessed. The programmer didn't pass the self-test. The pt also noted no stimulation sensation. The programmer was replaced. The replaced stimulator also did not respond to this programmer. It was noted that the stimulator may have been at end of life (eol). The pt underwent surgery on (B)(4) 2010. The stimulator was replaced. The pt was still having problems with the system following stimulator replacement. Additional info has been requested, but was not available as of the date of this report.